Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her blood glucose was rising and she thinks that it is due to reservoir piston getting stuck. Patient's blood glucose at time of incident was 577 mg/dl. Patient's current blood glucose was over 600 mg/dl. The customer was thirsty and sluggish. The customer treated high blood glucose with manual bolus with pump. Customer stated that she is getting insulin flow block. The customer did not continue with troubleshooting as claimed that it was caused because of the piston in the reservoir getting stuck and not pushing insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The insulin pump passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed the dat test and there were no drive motor anomalies nor unexpected insulin flow blocked alarms. The insulin pump was received with the auto mode feature functioning properly and the motor was tested outside of device and passed. The insulin pump was received with cracked retainer and minor scratches on case. The device met specifications.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.